Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 04/29/2014.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #9681834-2014-00101 to provide the date that additional information was received by the manufacturing facility.

Event description:
The user facility reported that priming fluid leaked from the side of the heat exchanger during priming. The following information was obtained from the user facility: the perfusionist replaced the pediatric oxygenator with another sx10 model; the procedure was completed successfully; there was no harm to the patient; and the patient is reported as "doing ok" and was discharged from the hospital.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Manufacturer narrative:
After further review, it was confirmed that this product, capiox sx10 oxygenator, is no longer made or distributed within the united states so any future ous events would not be applicable for MDR reporting regarding this product.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2014-00101 to provide additional information that has been discovered regarding this device.